Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient awoke today with a high blood glucose (bg) level. The reporter stated that the patient's bg level at bedtime on (B)(6) 2012 was 85mg/dl. The patient's bg level on (B)(6) 2012 at 12:08pm was 487mg/dl with lethargy and nausea. The patient was treated with a 10 unit bolus and at 1:23pm the bg was 518mg/dl. The infusion site was changed and treated again with a 10 unit bolus via the pump. The blood glucose level at that time was 510mg/dl. The site was changed again and bolused 10 units and the bg went down to 445mg/dl. The patient was again treated with 10 unit bolus and the bg went down to 398mg/dl and at the time of the call the patient's bg was 250mg/dl. The reporter stated that the patient has bladder cancer and is currently on chemotherapy. The reporter stated that the patient is overly tired and sleeps longer than usual due to the chemotherapy. Troubleshooting indicated that basal rate, bg target, isf, ic ratios were programmed appropriately. The prime history indicated that the site was changed every three days with appropriate amount of insulin. The total daily dose added up correctly. The reporter mentioned to customer support that the patient only ever used the abdomen to place the infusion sets. Customer support instructed reporter to change the site of where the infusion set was placed. Customer support determined that there misuse because the patient is not rotating the sites for placement of the infusion sets. This report is being made due to the patient's alleged hyperglycemic event that resulted from misuse of not rotating the infusion site placement.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.